Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The customer returned an air dermatome device for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this air dermatome three times. The last repair was (B)(6) 2017 where it was reported that the device was skipping over skin and leaving ripples and the device was evaluated with no components replaced. This is not a related issue. The reported event was non-verifiable since an initial inspection was not performed as the device was traded in and scrapped. The root cause of the reported event could not be specifically determined with the information that was provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device was used for "splitting the thickness of the skin graft". However, during the harvest attempt the device was noted to be skipping. The original harvest was unusable. Therefore, another harvest was taken from the patient. "The patient required dressings to the original harvest site and would have required ongoing wound care to this region due to the type of injury." No additional patient consequences were reported.